Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, vaginal scarring, and mesh erosion. The patient underwent excision of mesh on (B)(6) 2007. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh removal on (B)(6) 2007 by dr. (B)(6).

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced nocturia, urinary frequency, hematuria, and dysuria.

Event description:
It was reported that following insertion the patient experienced nocturia, urinary frequency, hematuria, and dysuria.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. The manufacturer date and expiration date have been obtained. File has been updated accordingly.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.